Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of the device - 1 year, 7.5 months. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was recently admitted with a subtherapeutic inr. The patient was bridged with heparin and discharged to home with a new dose of warfarin and an inr of 3.1. A follow-up inr was at 4.1, so the patient¿s warfarin dose was decreased. On (B)(6) 2016, the patient complained about having a tingling sensation felt in the scalp which was attributed to having just had a hair weave done. No severe headache or change in mental status was reported at the time. The patient then fell asleep and was later unarousable by the patient¿s mother. Emergency services 911 was called and the patient was transported to a non-implanting center where the patient was admitted. A head CT scan revealed a large intracranial hemorrhage which was progressing to a possible brainstem herniation. The patient¿s family decided to withdraw all support and the patient subsequently expired. An autopsy was not performed and the pump was not explanted. No additional information was available.

Manufacturer narrative:
(B)(4). A review of the device history records for this device revealed no deviations from manufacturing or quality assurance specifications.